Event description:
It was reported that a posey bed - acute care/long term care model 8050 had a zipper that was broken. No specific location as to what zipper was broken provided. No pt injury reported. Inspection shows that the type of damage to the canopy could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
(Other) zipper broken - eval results - (other) the canopy has a 1 inch vinyl tear in the intravenous port of the small window. There is a 10 foot tear in the vinyl of the mattress envelope.